Manufacturer narrative:
Investigation: a visual inspection revealed the short port had no non-conformities but would not inflate when inflated with 25 cc of air. Part of the proximal suture appeared shifted. The device was bloody. Based upon the rec'd condition of the device, the reported complaint "blunt tip trocar (btt) ruptured upon inflation" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon blunt tip trocar (btt) ruptured upon inflation. The procedure was completed by opening the leg, but due to another product malfunction reported in MFR report # 2242352-2010-03770, when the harvester attempted to use a new vasoview hemopro with the vasoview hemopro power supply, the unit did not deliver energy, so the procedure was converted to open leg. There were no other pt effects reported. The product was returned.